Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2008 - pt underwent incisional hernia repair with composix kugel. Previous mesh identified, extensive lysis of adhesions performed. On (B)(6) 2009 - pt underwent exploratory laparotomy. Lysis of adhesions, small bowel structuroplasty x2, ventral hernia repair with non-bard mesh, repair of cysto-enteral fistula, and partial excision of composix kugel. On (B)(6) 2009 - pt underwent exploratory laparotomy. Extensive lysis of adhesions performed and a small bowel resection. Removal of remaining composix kugel mesh. On (B)(6) 2009 - pt underwent resection of small bowel with end jejunostomy. Debridement necrotizing abdominal wall infection. Unidentified mesh removed and ostomy bag applied.

Manufacturer narrative:
Initially the attorney reported two events involving implants of composix kugel meshes occurred, however, medical records were received and a review of these records identified another event. Based on the info provided the pt was treated for a recurrence with composix kugel in (B)(6) 2008. According to the operative report the hernia defect was located just below a previous hernia repair with a non-bard mesh. During the repair a mesh was identified with extensive adhesions surrounding it which were lysed. The bowel was noted to be adherent to the abdominal wall and colon however no bowel injuries were noted and the mesh was not involved. More than one year later, the pt underwent partial excision of composix kugel. The operative report indicates the composix kugel mesh appeared to have contracted on itself and had "seemed" to erode into the intestines. An onlay graft was placed. Five days later the remaining portion of the composix kugel mesh was excised and a leaking fistula was repaired. The pt was brought back in for surgery shortly after where the operative report notes mesh was visualized. It appears the mesh has undergone several repairs with mesh and is unclear to which mesh was still in place. Culture reports showed few gram negative rods. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The info provided indicates the pt developed adhesions, and a fistula formation, both of which are known adverse events listed IFU. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn at this time. According to the attorney two other events were reported that were not identified in the provided medical records. Info related to the alleged two events of composix kugel have been reported in accordance with rae (B)(4).